Event description:
It was reported that a red alert was triggered due to high, out of range shock impedances of 139 ohms, which is significantly higher than the usual range of approximately 70 ohms. Additionally, a decrease in right ventricular sensing was observed. Despite these issues, the lead remains in use and no negative effects on the patient have been reported. Additional information: the field representative provided further details, indicating that the reported clinical observations appeared to be isolated, as all measurements were within normal range during a routine device check. After bringing the patient back into the clinic the following week for an additional in-person check, everything appeared satisfactory. The patient is being closely monitored on latitude by this clinic. No further action is required at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert was triggered due to high, out of range shock impedances of 139 ohms, which is significantly higher than the usual range of approximately 70 ohms. Additionally, a decrease in right ventricular sensing was observed. Despite these issues, the lead remains in use and no negative effects on the patient have been reported. The implantation year is recorded as 2023, but the specific month and day are missing. A request will be made to acquire this information, along with the device's current status.